Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02577.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02577. It was reported the patient complained the scs system's stimulation therapy begin to diminished approximately a month ago and now the patient has lost all therapy. X-rays were taken but did not show any anomalies. A system's diagnostics showed impedances were high on all of the contacts for both leads. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02577. Additional information received identified the patient underwent surgical intervention and both of the patient's scs leads were replaced. The patient's system was reprogrammed and turned on with therapy resumed postoperative.